Event description:
It is reported that upon implanting cup, the surgeon decided to use 2 screws. The second screw according to the surgical assistant went in at a "bad angle" and got stuck. The surgeon tried to back out the screw and it got stuck. He continued to torque the screwdriver and the top part of the screw broke. He then smoothed out any remnants that could interfere with the polyethylene. He was satisfied with the job. He left the remaining portion of the screw in the acetabulum. He then finished the case without further incident. Surgery was delayed by 25 minutes.

Manufacturer narrative:
(B) (4). Evaluation summary: based on the report, it is likely that the screw head broke off due to excessive torque applied by the surgeon after initial misalignment of the screw during implantation. However, the root cause cannot be definitively determined at this time. The device was not returned for evaluation and x-rays were not provided. Surgery was reported to be delayed 25 minutes, but the patient was not harmed, and an additional surgical procedure was not performed. Cause cannot be definitively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.